Manufacturer narrative:
The main component of the system and other applicable components are: product ID 37761, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient; product ID 97754, serial # (B)(4), product type recharger; product ID 977a290, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 977a275, serial # (B)(4), implanted: (B)(6) 2014, product type lead; product ID 37761, serial # (B)(4), product type recharger. Device analysis for the desktop charger revealed a loose connector.

Event description:
The patient's family member reported that the recharger was not charging and that there was a loose connector pin on the desktop charger. The reporter stated that it felt very loose and would not stay in. It was noted the part was broken. No indication of patient harm. It was noted that the patient ¿did not know if he rolled onto the recharger when he was charging or not but the wire was not saying in the recharger.¿ the reporter noted that the patient needed the recharger to take a charge because ¿the pain in his arm was going wild and it was preventing him from getting up and going to physical therapy,¿ it was noted that the pain had been happening for the past 2 days. The reporter stated that ¿there had been a mix-up with his pain medication but that was being taken care of today but we just need the stimulation to take a charge so we can take some of the focus off of his arm.¿ additional information received reported that the patient received the new recharger, recharged the stimulator, and was receiving effective therapy. It was noted that the health care professionals were decreasing the patient¿s pain medications due to a stroke and the stimulator was helping the patient a lot now. The indication for use included spinal pain.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.